Manufacturer narrative:
(B)(4). The patient improperly disconnected from the setup during peritoneal dialysis therapy, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. The patient stated that they disconnected during the drain to go to the bathroom and the hc alarmed with this system error. During the troubleshooting, it was determined that the patient did not use proper disconnect procedures and did reconnect afterward. The technical service representative explained the alarm and assisted the patient with ending the therapy. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.